Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). On 30-apr-2015, the customer, (B)(6), reported that during a horizontal motion of the patient support the patient support would move only a few inches and stop. When the operator tried to move the patient support manually, she reported hearing a mechanical noise from the patient support. The system was in clinical use when the event occurred. There was no report of any harm to the operator, patient or bystander during the incident. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. The fse stated that the universal logger indicated s_hmc_axis_at_positive_limit, s_hmc_axis_at_negative_limit and s_vmc_axis_unallowed_move errors. The fse determined that the service latch was not engaged. The fse re-secured the hinge type with lock nut to resolve the issue. No other service latch complaints have been received from the customer after the service latch was re-secured. After the fse¿s service, the system is working as specified. If the sub-frame is not latched to the base, the couch becomes free floating at the sub-frame interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. CT engineering determined this issue to be acceptable risk. The following mitigations for this issue include: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. Execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. Service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. Execution of auto iq tests, per service instructions, enables detection of table position errors. For oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. During a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of injury to a patient, operator or bystander as a result of the service latch becoming disengaged. If this malfunction were to recur and the sub-frame service latch were to become disengaged after servicing, prior to a patient procedure, or during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that service latch failures do not meet the definition of a medical device report. There is no evidence that the service latch failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. A field safety notification (fsn 72800614) was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. The fse re-secured the service latch to resolve the issue. The cause of the disengaged service latch could not be determined based on the information provided.

Event description:
The customer reported that during a horizontal motion of the patient support, the patient support top was free floating and making noise. The philips field service engineer (fse) confirmed that there was no harm to the patient, operator, or bystander. The fse determined that the service latch was not engaged. The fse re-secured the service latch to resolve the issue. If the service latch is not engaged, there is potential for uncommanded horizontal motion of the patient support, which may result in pinching, entrapment, or removing of medical tubing (i.e. Ventilator tubing, IV tubing, etc.).